Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump 110. During the procedure, the pump was powered on to begin aspiration and it lost power. The physician attempted to power on the penumbra system aspiration pump 110 again however, it did not work and the physician needed to perform manual aspiration using a syringe. It was later determined that the cause of device malfunction was a blown fuse; therefore, the fuse was changed and the pump worked again. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation; however, the distributor determined that the fuse on the pump was damaged and once it was replaced the pump worked. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was not returned.